Manufacturer narrative:
Based on the provided calibration and control data, a general reagent issue can most likely be excluded. A sample from the patient was not available, so further investigations were not possible. Concerning the observed result differences, a biological component may be present in the sample that may differently interact with the assay components of either the roche assay or abbott assay.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 ii assay on a cobas 6000 e 601 module (e601). This medwatch will apply to the ft3 assay. (B)(4). The sample was tested on both the e601 analyzer and an architect analyzer (clia method). Information concerning if any erroneous results was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The e601 analyzer serial number was (B)(4).